Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was difficult to remove from the pump during supply change. Customer ultimately removed the cartridge successfully and loaded new pump supplies. Blood glucose level was 85mg/dl.